Event description:
Per the clinic, the patient experienced dizziness, nausea, and poor performance with the device. The patient was treated with steroids (specific duration and date not reported). The implanted device remains.